Event description:
This is a spontaneous case report received from a gynecologist/obstetrician via sales representative in united states on 24-apr-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for sterilization (lot number c95070 with expiration date in aug-2017). Gynecologist reported that was doing an essure placement and cannulated one side (unspecified) and on the wheelback something stuck and when they pulled the catheter out something snapped off. The sales representative mentioned that he could see the coils coming out and it did not look like it all deployed. The hcp thought it was in the patient but did not have access to x-ray since this was an in office placement. The device was available for return. Ptc investigation result was received on 07-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 4/29/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c95070 (production date 11-aug-2014 and expiration date 31-aug-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and something snapped off during placement. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mostly during difficult insertions or removals. In this particular case, the physician cannulated one side and on the wheelback he felt that something got stuck and then, when they pulled the catheter out something snapped off. Apparently the coils were coming out and it did not look like it all deployed. Considering the event occurred associated to insertion procedure, causality is assessed as related to essure. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on (B)(6) 2015. The patient's date of birth and initials were updated (she was (B)(6) old when event happened). Her weight was (B)(6) kg and height was (B)(6) cm (bmi (B)(4)). Previous gynecological intervention, problems and procedures were denied. She was not in a postpartum state at time of insertion. Cervical dilation and local analgesia were done during procedure. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure took 14 minutes. No imaging test was performed after insertion; this will be done in (B)(6) 2015. Essure was not removed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and something snapped off during placement. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mostly during difficult insertions or removals. In this particular case, the physician cannulated one side and on the wheelback he felt that something got stuck and then, when they pulled the catheter out something snapped off. Apparently the coils were coming out and it did not look like it all deployed. Considering the event occurred associated to insertion procedure, causality is assessed as related to essure. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.